Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that neither the patient nor the physician can operate the inflatable penile prosthesis (ipp) successfully. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.